Manufacturer narrative:
Case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 10 minutes: 148 mg/dl (aviva) and 300 mg/dl (compact).